Manufacturer narrative:
Device was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o - ring and scratched case. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip was broken on the pump at the place that lock and experienced high blood glucose level. The customer¿s blood glucose level was 328 mg/dl. The customer was assisted with troubleshooting. Customer stated that reservoir is pops out from the place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.